Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6947, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the atrial lead had high threshold and was unable to capture. The atrial lead was also unable to sense. The lead was capped and replaced. No patient complications have been reported as a result of this event.